Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device not available for analysis. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss on (B)(6), 2010. There are plans to reimplant the patient with another device , however, this has not happened as of the date of this report, (B)(6), 2011.